Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with a1 patient for suspect device in coaguchek s system. No patient information was provided.

Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: patient 1: 2.3 inr/1.8 inr; patient 2: 3.4 inr/2.4 inr; patient 3: 2.2 inr/1.6 inr; patient 4: 3.6 inr/2.7 inr; patient 5: 5.3 inr/3.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.